Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during an osteoplasty procedure, the bur broke and the fragment logged in the patient¿s soft tissue. It was further reported that the surgeon retrieved the broken fragment which resulted in a thirty minute delay to the procedure.

Event description:
It was reported that during an osteoplasty procedure, the bur broke and the fragment logged in the patient¿s soft tissue. It was further reported that the surgeon retrieved the broken fragment which resulted in a thirty minute delay to the procedure.

Manufacturer narrative:
H6: the quality investigation is complete.